Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that she was experiencing vaginal discharge and when she visited her ob-gyn, doctor found a piece of the plastic or mesh which was part of the bladder support. Consumer was experiencing infection and was prescribed with antibiotics and the infection cleared up. Consumer is doing fine.